Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated four (4) times, and no stents were found. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent which prevented the insertion sleeve retraction motion. Additionally, the injector¿s trocar was found broken at the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Damage was observed on the insertion tube v-slot, likely caused by contact with the second stent during the second deployment of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. There were no other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: 36076.

Manufacturer narrative:
The device has been returned to glaukos for evaluation, and the investigation is ongoing. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there was no non-conformity found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. Each reported issue (malpositioned stent and trocar fracture) was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon inadvertently positioned the first stent "badly". During a subsequent attempt to implant the remaining stent, the second stent was then visualized in the angle with "part of the stem of the injection mandrel" (trocar). Per report, the stent and trocar were removed from the patient''s eye intraoperatively. There was no report of patient injury. Additional information has been requested.